Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer (biomed tech) reported of a blood leak inside the dialyzer during the patient's treatment. Additional follow-up was made with the clinic manager, who stated the patient was connected to a 2008t hd machine when the blood leak was observed. The 2008t hd machine generated a blood leak alarm immediately after the hd therapy was initiated. The patient¿s dialysate flow rate (dfr) was 800 and the patient¿s blood flow rate (bfr) was 450. The clinic manager stated the bloodlines used were fresenius. The leak was noted as being an internal blood leak within the dialyzer, and no external leak was noted. No damage to the dialyzer or packaging was observed. The patient¿s estimated blood loss (ebl) was less than 50ml. The clinic manager stated a blood leak test strip was not used after the incident to check for the presence of blood in the dialysate as the blood was visually observed. The clinic manager stated no patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was able to complete treatment with a new dialyzer using the same machine. The sample was discarded.

Manufacturer narrative:
A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformance, rework, labeling, process controls, and any other occurrence in production potentially related to the reported complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Event description:
A biomedical engineer (biomed tech) reported of a blood leak inside the dialyzer during the patient's treatment. Additional follow-up was made with the clinic manager, who stated the patient was connected to a 2008t hd machine when the blood leak was observed. The 2008t hd machine generated a blood leak alarm immediately after the hd therapy was initiated. The patient¿s dialysate flow rate (dfr) was 800 and the patient¿s blood flow rate (bfr) was 450. The clinic manager stated the bloodlines used were fresenius. The leak was noted as being an internal blood leak within the dialyzer, and no external leak was noted. No damage to the dialyzer or packaging was observed. The patient¿s estimated blood loss (ebl) was less than 50ml. The clinic manager stated a blood leak test strip was not used after the incident to check for the presence of blood in the dialysate as the blood was visually observed. The clinic manager stated no patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was able to complete treatment with a new dialyzer using the same machine. The sample was discarded.